Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the calcified mid right coronary artery (rca) extending to the distal rca. A 3.50 x 16 synergy¿ drug eluting stent was selected for use to treat the lesion. However, while placing the stent unto the wire, the shaft appeared buckled. The stent delivery system (sds) was removed, whereupon the shaft snapped. The procedure was completed with another synergy¿ stent. No patient complications were reported and the patient's status was fine. This product is only ous approved but is similar to an approved us device.